Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300542m serial# (B)(6) implanted: (B)(6) 2025 product type lead ubd: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced wound dehiscence with exposed hardware at the area of incision that began to slowly open up 3-4 days ago. The patient was unsure if they bumped their head or scratched the scab. The surgically reconstructed the area and medications (doxycycline and rifampin) were administered/continued. The issue resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the antibiotics were administered/continued prophylactically because of the surgical intervention.

Event description:
It was reported that the patient experienced wound dehiscence with exposed hardware at the area of incision that began to slowly open up. The patient was unsure if they bumped their head or scratched the scab. The surgically reconstructed the area and the issue resolved without sequalae on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.